Event description:
Following discontinuation of an in-patient hemodialysis treatment on a phoenix machine, the patient expired. It is the corporate policy of this customer to have their machines inspected by the manufacturer if there is a serious injury or death during or within 24 hours of treatment. It is also corporate policy not to disclose any information related to the event. The biomed manager does not believe that a gambro device failed or that any gambro device caused or contributed to the patient's demise. The disposables associated with the treatment were discarded and not available for investigation.

Manufacturer narrative:
The blood tubing set involved in this incident was retained by the customer, and was not available for investigation. The lot numbers of recent cartridge blood tubing sets shipped to this facility were: 1000017498; 1000017501 and 1000019300. Forty five retained samples from the 3 lot numbers listed above were tested by means of functional, leak test and visual inspection. The tests identified no problems with any of the samples and confirmed that they met the product specifications. Review of the complaint database revealed there were no other similar complaints.